Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was in the hospital from (B)(6) to (B)(6) because their bladder was not emptying and their spasticity was acting up. While the patient was in the hospital they needed to catheterize their bladder was not emptying. In the last month the patient was experiencing "vibration, shockness" down their right leg from their hip to their knee. As a result of the stimulation issues the patient changed from program 1 to program 2, but now wanted to change their settings again. During the call the patient's stimulation was found to be turned on and set to 0.6 on program 2. The patient was assisted with increasing stimulation to 0.8 and was feeling stimulation in the lower back where the ins was located. Additionally, the patient's legs felt heavy, but "weird" and "comfortable." The patient was advised to follow-up with their healthcare provider (hcp) if their symptoms did not resolve with the stimulation adjustments made during the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.